Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue. However, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) received the usm to perform failure analysis; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical support engineer (tse) and reported that an error had occurred on universal surgical manipulator (usm) 4. The customer recovered from the fault and continued the procedure. The system logs confirmed errors reported by usm 4 acs downstream maxis errors. The tse advised the csr that the error would likely reoccur until the usm could be repaired. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using all 4 usms.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) and completed the failure analysis. The universal surgical manipulator (usm) was analyzed, and failure analysis investigation confirmed and replicated the customer reported complaint. The usm was tested on an in-house system and failed in normal mode as errors 31226 and 1126 were triggered. The usm was also tested on patient side cart (psc) fixture test platform (pftp) and failed the fiber tested on all 3 fibers.

Event description:
Refer to h10/h11 for follow-up information.